Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing infusing ivf into purple lumen cvc snapped at the y connector site. Three of the bifuses on this patient was noted to be broken. There was no report of harm.